Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and lost sensor alert. Customer does not recall any significant events leading to the error, but thought that the sensors were expired. Customer's blood glucose was 147 mg/dl at the time of incident but was 40 mg/dl in the last few days before the incident. Troubleshooting was done for sensor and motor error and found that the cannula and sensor needle were both bent the customer was advised that sensors would be replaced and to return the product for analysis.